Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the medial corner of the provisional broke upon insertion, broken piece was retrieved from the patient.